Manufacturer narrative:
Continuation of d10: 511211 lead implanted: (B)(6) 2024 . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) had been hacked. It was also noted that the patient presented to the emergency department for chest pain. The patient stated that they have been "turning white" and felt like their heart was pounding out of their chest. On several occasions, the patient felt like they could not breathe or could not walk. The patient stated that their physician checked their device and there no were "no complications" and everything was working fine. The patient noted that they have been in and out of the hospital thirty to thirty-five times in the last seven months for the hacking. Additionally, the patient stated they felt like the lower part of their heart was "being squeezed" and now has high blood pressure. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the patient ¿I've been in hospital total of 12 days in less than a month."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient noted that the device had been hacked by a married couple. The patient noted that they have tried working their position, ¿tried heart failure¿ physicians and these doctors and the device that is in their chest is hacked and the married couple is killing them. It was also noted by the physician office that the patient was seen in clinic by a healthcare professional and the device was evaluated. It was further reported that the device had normal function.